Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens with diopter -7.0/+1.0/091 into the patient's left eye (os) on (B)(6) 2023. Within the initial surgery the lens was removed and replaced with a shorter length lens. The problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).